Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when injecting water into the catheter during pretest, the balloon did not inflate, however the funnel part was inflated.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a pinched inflation lumen and external dent mark at location of pinch. The lumen appeared to have been clamped off. This condition is a result of post manufacturing damage and is not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water onto the inflation lumen to inflate the balloon."

Event description:
It was reported that when injecting water into the catheter duing pretest, the balloon did not inflate, however the funnel part was inflated.